Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported technical error codes were not reproduced. The inspiratory and expiratory pressure transducer pcb: s and all four gas modules were replaced preventive. The parts were not returned since it was a preventive replacement. The device logs were received for evaluation. The evaluation of the log shows that a successful system checkout was performed in the morning on the date of event. No system checkout was performed after the event and before the logs were saved. There is nothing in the log that points to an issue with the preventive replaced parts. The evaluation of the log can confirm the reported technical error alarms on the date of event and that there seemed to be an issue with the ventilation. The log shows that alarms for airway pressure high were generated in connection to the technical error alarms. The trend log shows the measured pressure increased around the time of the event. Based on that no fault was found during investigation by our field service engineer and the logs do not indicate any issues with the parts that were preventive replaced, the root cause of the technical error alarms and ventilation issues could not be determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation generated technical error codes indicating adjustable pressure limit exceeded and error in airway pressure sensor. There was no patient harm. Manufacturer's ref. #: (B)(4).